Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device found the fibers to be wet with indication of blood contamination. Coagulated blood was present between both headers of the cavity and non-cavity ID ends of the dialyzer. No damage or irregularities were observed during gross visual examination of the fiber bundle; specifically, no broken or loose fiber fragments, and no kinked, looped, or short fibers were identified. The dialyzer was subjected to a laboratory bubble point test; no leaks were noted (possibly due to the presence of coagulated blood). The dialyzer was then subjected to destructive disassembly for further analysis. Following disassembly, the fiber bundle was submerged in a water bath while compressed air was allowed through the fiber bundle at a regulated rate. A leak, appearing as a steady flow of bubbles from the fiber bundle, was detected. The air bubbles were observed escaping from a fiber on the cavity ID end that was adjacent to the bell housing located at approximately 60° with the dialysate ports at 0°. A microscopic analysis of the fiber was performed which confirmed the presence of an opening on the fiber. The inferior surface of both polyurethane potting ends were examined for voids. No voids were present. A review of the device manufacturing records was conducted by the manufacturer on the reported lot number. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The investigation into the cause of the reported problem was able to confirm the failure mode. The fiber bundle was submerged in a water bath which confirmed the presence of a leak from an open fiber. Therefore, the complaint has been deemed confirmed.

Manufacturer narrative:
Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred immediately after initiation of the patient's hemodialysis (hd) treatment. The blood leak was noted as being an internal dialyzer leak. The machine alarmed and blood test strips were used and positively confirmed the presence of blood. The blood leak was not visually observed and no dialyzer damage was visible. Additionally, no damage to the dialyzer packaging was observed. The patient¿s estimated blood loss (ebl) was noted as being approximately 3/4 of a cup. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on a different machine. The complaint device was available to be returned to the manufacturer for evaluation.